Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with previous history of pulmonary emboli and coumadin overdose was scheduled for filter placement. The right jugular vein was accessed and flush venography identified the level of the renal veins. A filter was deployed in the infrarenal location. One of the filter legs appeared crossed, although the decision was made that repositioning was not required. The patient was hemodynamically stable at the conclusion of the procedure. Approximately seven months post filter deployment, the patient experienced bilateral lower extremity swelling and was transferred from a psychiatric hospital. Evaluation revealed bilateral extensive lower extremity deep vein thrombosis with evidence of thrombosis of the vena cava filter. The patient was admitted to the hospital and started on anticoagulation. Five days post admission, the patient experienced chest pain and shortness of breath. Cta demonstrated large bilateral pulmonary emboli. Eight days post admission, the patient¿s vital signs were stabilized and the patient was transferred back to the psychiatric hospital upon request. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed at the infrarenal location. At deployment one of the filter legs was crossed. Approximately seven months post filter deployment, according to discharge summary, patient presented with lower extremity deep vein thrombosis with evidence of thrombosis of the filter. Five days post admission, cta demonstrated large bilateral pulmonary emboli. Based on the provided medical records, the investigation can be confirmed for failure for the filter limb to expand upon deployment. The investigation is inconclusive for the pe and thrombosis of the filter, as the information was provided solely in a discharge summary. Radiographic evidence and/or procedural notes were not provided in the medical records to support the statements. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - caval thrombosis/occlusion. - failure of filter expansion/ incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of pulmonary emboli and anticoagulation overdose was scheduled for filter placement. The filter was deployed in an infrarenal location and completion imaging demonstrated one of the filter legs to be crossed. The decision was made that repositioning of the filter was not required. Approximately seven months post filter deployment, the patient was admitted from a psychiatric hospital with bilateral lower extremity swelling. Evaluation demonstrated bilateral lower extremity deep vein thrombosis and thrombosis of the filter. The patient was admitted and started on anticoagulation. Five days post admission, the patient experienced chest pain and shortness of breath and a cta demonstrated large bilateral pulmonary emboli. Eight days post admission, the patient's vital signs were stable and the patient was transferred back to the psychiatric hospital upon request. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Bard meridian filter was deployed in the infra-renal inferior vena cava without complications for a patient with pulmonary embolism. One of the filter legs appeared crossed, although repositioning of the filter was not felt to be required. Approximately, seven months and one week later, patient was admitted for extensive lower extremity swelling. Evaluation revealed bilateral extensive lower extremity deep vein thrombosis into the upper circulation with evidence of thrombosis of vena cava filter. Around, two weeks later, patient presented with the complaints of chest pain and shortness of breath. A computed tomography angiogram was performed which showed acute pulmonary embolus. A large bilateral pulmonary embolus left greater than right, with almost occlusive embolus within the left lower lobe. Therefore, the investigation is confirmed for activation failure including expansion failure. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current instructions for use states: potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - caval thrombosis/occlusion - failure of filter expansion/ incomplete expansion a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,b7, g3. H11: g1, h6 (method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. The filter was deployed in an infra renal location and completion imaging demonstrated one of the filter legs to be crossed. The decision was made that repositioning of the filter was not required. Approximately seven months post filter deployment, the patient was admitted from a psychiatric hospital with bilateral lower extremity swelling. Evaluation demonstrated bilateral lower extremity deep vein thrombosis and thrombosis of the filter. The patient was admitted and started on anticoagulation. Five days post admission, the patient experienced chest pain and shortness of breath and a cta demonstrated large bilateral pulmonary emboli. Eight days post admission, the patient's vital signs were stable and the patient was transferred back to the psychiatric hospital upon request. However, the current status of the patient is unknown.